Event description:
Edwards received notification from malaysia that an ez glide aortic cannula model ezs24a was leaking at the connector site during a CABG procedure while the cpb was flowing. According to the report, normal positive pressure was applied to de-air the aortic cannula. Approximately one hour after initiating cardiopulmonary bypass (cpb), blood was observed leaking from the connection between the aortic cannula and its connector. The issue was noticed because patient's sterile drape near the aortic cannula was covered with blood. The cause was suspected to be either a crack or failure of the adhesive. The estimated blood loss from the cannula leakage was between 300 to 400 ml. Although additional blood products were administered, the leak was not the sole reason for transfusion, but it did contribute to the overall need. The patient also required extra dose of protamine. As the leak was slow and the surgery was nearing completion, the procedure continued using the same cannula. Reportedly, the patient did not suffer any injury due to the leakage and was noted as to be well, however, the extra transfusion could potentially have been avoided. Per customer opinion, this event increases the risk of an air embolus while cardiopulmonary bypass (cpb) is in use, however in this case, no neurological symptoms were observed in the patient that was reported to be doing well.

Manufacturer narrative:
Information added/updated to section a2, b5, b7, d9 (device availability) and h6 (type of investigation). Corrected data in section h6 (type of investigation): 10 (testing of actual/suspected device) replaces 4114 (device not returned). Additional h6 (type of investigation) code: labelling review. H3: device evaluation: customer report of leakage was unable to be confirmed during evaluation but it was confirmed through review of the provided video. A leak test was performed and no leakage was observed. Red dye solution was manually injected to trace the leak path; no leakage was observed. No air bubbles were visible during leak testing. No visual abnormalities noticed. Video showed a close-up on a cannula during an implant, a leakage that appeared to be at cannula to connector junction was observed. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was completed and confirmed that good documentation practices were followed properly and no mrbs (non-conformities) or deviation associated to this work order were found. Based on the information available, the customer report of leakage was unable to be confirmed during evaluation, but it was confirmed through review of the provided video. Previous investigations performed found that the leakage could be recreated. Root cause analysis was performed and the root cause was determined to be a solvent ring break on the cannula/connector bond during the use/connection in combination with the visual anomaly caused by the component parting line, creating a channel at the bonding area. The issue involves a minor leakage at the junction between the ez glide cannula and the connector. Edwards provides guidelines and instructions to physicians on how to properly prepare the device and assess for any damage within the instructions for use that accompanies every ez glide cannula. The edwards physician training program includes case observation/review, proctor qualification and refresher training. A definitive root cause of the leakage is unable to be determined; however, it is most likely due to insufficient bonding of the cannula to the connector adjacent to the parting line, creating a channel at the bonding area. In an effort to further investigate risk and potential process improvements, a corrective action and product risk assessment (pra) have been initiated to further investigate this event. Pra identifies this leakage issue as a newly identified manufacturing defect. This complaint is deemed to be in scope of the mentioned pra and CAPA as the device was manufactured prior to related improvements in production and the leakage was deemed to be minor (per video evidence and lack of leakage in product evaluation).

Event description:
Edwards received notification from malaysia that an ez glide aortic cannula model ezs24a was leaking at the connector site during operation while the cpb was flowing. According to the report, normal positive pressure was applied to de-air the aortic cannula. Approximately one hour after initiating cardiopulmonary bypass (cpb), blood was observed leaking from the connection between the aortic cannula and its connector. The issue was noticed because patient's sterile drape near the aortic cannula was covered with blood. The cause was suspected to be either a crack or failure of the adhesive. The estimated blood loss was between 300 to 400 ml. Although additional blood products were administered, the leak was not the sole reason for transfusion, but it did contribute to the overall need. As the leak was slow and the surgery was nearing completion, the procedure continued using the same cannula. Reportedly, the patient did not suffer any injury due to the leakage and was noted as to be well, however, the extra transfusion could potentially have been avoided. Per customer opinion, this event increases the risk of an air embolus while cardiopulmonary bypass (cpb) is in use, however in this case, no neurological symptoms were observed in the patient that was reported to be doing well.

Manufacturer narrative:
E1. Reporter name and address: address - line 1: (B)(6). H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.